Manufacturer narrative:
H11: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: h6 (health effect: impact code; type of investigation; investigation findings), h11. H11: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head. This failure will continue to be monitored via routine trending. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined: the elevated metal ions and intraoperative findings of significant corrosion are consistent with the reported metallosis. However, the clinical root cause of the metallosis cannot be definitively confirmed. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after the plaintiff underwent a right metal-on-metal bhr performed on (B)(6) 2008, he experienced elevated chromium/cobalt levels. He has been in pain since 2020, suffering issues with balance, coordination, neuropathy that he believes is linked to his metal levels. The patient has also undergone multiple treatments of chelation therapy to reduce cobalt and chrome ions in his bloodstream. A revision surgery was performed on (B)(6) 2024. The surgeon noticed that there was no evidence of severe intra-articular metallosis and no signs of infection. There was a modular taper within the junction of the neck and the large metallic head, noting that 2 parts of the hip replacement were removed. There is also noted to be a substantial amount of corrosion within the deep aspect of the articulation on the head side. This was somewhat surprising as there was not significant corrosion on the inner portion of the taper nor on the taper of the femoral stem. It was surgeon¿s impression that the corrosion was likely due to the different metals of the taper sleeve and the large femoral head taper engagement. The cup was checked and found to be well-fixed. As such, the trunnion was also inspected, and it was found to be essentially free of trunnionosis/corrosion. Therefore, the acetabular component was retained, and the femoral head was replaced for a zimmer head and liner. After this, the patient required two more hip revisions as he developed sepsis, in which competitor devices were explanted and implanted again. The current health status of the patient is unknown.